Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the anvil did not tilt. The surgeon applied another device and resected the tissue at the application site to complete the procedure. The hosp has reported no pt injury occurred.